Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after final deployment, the valve was at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc) as observed in the left anterior oblique view. The delivery catheter system (dcs) was pulled back and on its way into the descending aorta where the capsule was going to be closed. When the nose cone reached the height of the truncus brachiocephalicus, the valve suddenly dislodged and embolized into the sinus of valsalva (sov). The dislodge occurred within 10 seconds after valve deployment. Per the physician the dcs did not cause the valve to dislodge. The valve was pulled up into a position just beneath the truncus brachiocephalicus with a snare. While holding the valve with the snare, the valve was able to be crossed with a second dcs and second valve. The second valve was able to be implanted successfully. No additional adverse patient effects were reported.